Event description:
The clinician reports the implant was inserted (B)(6)2007 in fdi 32 of the patient's mouth. On (B)(6)2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.